Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, the company lens was inserted, it was noted to have a crack and it was removed and a backup lens was inserted which was also noted to have a crack. The second lens was also removed and a new cartridge and loader was used to insert the lens. The patient went to recovery without complications. Additional information was received stating that in surgeon¿s opinion the patient's prognosis was good.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).